Event description:
A customer contacted beckman coulter regarding erroneously elevated accu tnl results from three different patients that were generated by the access instrument. The elevated accu tnl result was 6.98ng/ml for patient a, >100ng/ml for patient b, and 44.03ng/ml for patient c. The accu tnl results were not reported out of the lab. No information was provided if the original patient samples were used or a second sample for each patient was used. The customer indicated that the accu tnl result from patient a, obtained at the reference lab, was 0.30ng/ml. The customer did not provide the actual results for patient b and c, but stated the results were "negative". The customer did not provide any additional information regarding this event. The customer indicated that there has been no change to patient treatment attributed to this event.